Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Advised patient's mother to use the smart device's bluetooth settings to delete an unrelated bluetooth device, uninstall the dexcom follow application, relinquished transmitter, and try pairing device again, which was unsuccessful. No additional patient or event information is available.